Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot and sterile lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: tridentii tritanium cluster50d; cat# 702-04-50d; lot# 61973701; delta v-40 ceramic head 32/0; cat# 6570-0-132; lot# 61071802; size 5 accolade ii 132 deg; cat# 6720-0535; lot# 60132402; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
As reported: "postoperative diagnosis: patient underwent primary left total hip replacement (B)(6) 2017. Left hip chronic periprosthetic joint infection status post tha. Patient returned and underwent left hip resection arthroplasty and insertion of antibiotic cement spacer (B)(6) 2018. Reimplantation took place on (B)(6) 2018".